Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced due to the revised micron battery guidelines. A high shock impedance was noted and a lead fracture was suspected, so the transvenous defibrillation lead was also replaced.